Event description:
It was reported that the navio system failed to boot, prohibiting its use during the a case. Results of investigation stated that the cpu was improperly powered down, corrupting the hard drive. The cpu was rebooted and it now functioning properly.

Manufacturer narrative:
H10: the device was used in treatment and it was reported that the system displayed and error when entering cut mode from the refine mode. The case log files and screenshots were returned for evaluation. The DHR could not be reviewed so all lots of part number distributed to the field from when the part number was first inspected to the complaint occurrence date were reviewed. The search could not identify any issues that would potentially lead to a future performance issue. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. This is an identified failure mode within the risk assessment. The surgical technique guide released at the time of the complaint (pn 500054 revf) provide instructions on troubleshooting information on the navio surgical system to provide solutions for the most common problems. It also provides instructions for recalibrating and rehoming the handpiece when there is a handpiece related error message. We could confirm if there was a relationship established between the reported event and the device. The log files review found that when entering cut mode, the user received a handpiece disconnect error (not a drill disconnects error). The reboot from the ups also rebooted the siu which cleared the over current error and allowed the case to be completed using the same handpiece. When the error can only be cleared by rebooting the system, it is indicative of an issue in the siu firmware that randomly causes the handpiece error message and is not indicative of an issue with the handpiece. The root cause was established to be electrical component failure. No containment or corrective actions are recommended at this time. Per complaint details, the device malfunctioned during use. Based on the information provided, there was no surgical delay or patient injury/impact as the procedure was completed with a backup device; therefore, no further medical assessment is warranted at this time.